Event description:
It was reported that the patient was experiencing stabbing, dull pain with numbness, tingling, and weakness in the lower extremities. It was stated that the patient could not walk without a walker. The patient also had inadequate pain relief and underwent a revision procedure wherein the ipg was replaced. The explanted ipg will not be returned as it was kept by the medical facility.